Event description:
It was reported cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After the reset, the pump did not display the cgm error code again. The caller was advised to wait 20 minutes before starting the sensor session and acknowledged this instruction.